Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a generator change procedure. Upon interrogation, the right atrial lead exhibited noise episodes. The lead was capped and replaced on 30 oct 2023. There were no patient consequences.